Event description:
It was reported that, during surgery, while outside the patient, cut block broke. It is unknown how the procedure concluded or if there was a delay. No injury has been reported.

Manufacturer narrative:
The device, used treatment, was returned for evaluation. A visual inspection confirms the cutting block is chipped, has burrs and deep gouges in the metal. One of the cutting slots has a fracture in it. The device was manufactured in 2014. The device exhibits signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, while outside the patient, cut block broke. Nothing fell inside the patient and no injury was reported. Procedure concluded without a delay and with a backup device from smith and nephew.

Manufacturer narrative:
Additional information: b3 / b4 / b5 / b6.